Event description:
Report received of the stent "not mounted on the balloon and was moving freely". The reporter states the stent delivery system and stent were prepped as usual. The physician noted the stent was "not mounted on the balloon" prior to insertion into the patient. The physician stated "the stent were not crimped properly". The stent delivery system and stent were not used. The lesion was treated successfully with another biodivysio as stent. There was no report of an adverse patient event.